Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included offensive vaginal discharge, bacterial vaginosis, nitrazine test positive, leiomyoma nos, adenomyosis, menorrhagia, anemia and dysmenorrhea. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (robotic supracervical hysterectomy, bilateral salpingectomy, cystoscopy.). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and menorrhagia to be related to essure (ess205). The reporter commented: previously dob reported as (B)(6) 1980 as per new pif (B)(6) 1980. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received. Reporter's information added. Event:dysmenorrhea were added. Dob updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure (ess205) inserted for female sterilization. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure (ess205) was removed in (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: plaintiff fact sheet received. Reporter added. Essure was updated to essure 205 (previously coded with essure 305).on (B)(6) 2007, she implanted essure. On (B)(6) 2017, she explanted essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-jun-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (ess205) inserted for female sterilization. The patient's medical history included vaginal discharge, bacterial vaginosis, nitrazine test positive, leiomyoma, adenomyosis, menorrhagia, anemia and dysmenorrhea. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic supracervical hysterectomy, bilateral salpingectomy, cystoscopy.). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure (ess205). Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: mr received: event " medical device removal" was updated by" menorrhagia". Removal date of essure was updated. Medical history, patient date of birth, reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.